Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 850cc mentor cpx 4 breast tissue expander with suture tabs. Post-operatively, the patient was diagnosed with a leaking left breast tissue expander during a physical exam with a medical professional. As a result, the patient underwent breast tissue expander removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2025, the mentor analysis lab received the suspect medical device for evaluation. On march 05, 2025, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak test, and microscopic examination of the device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed two tears (a and b) on the anterior view, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of both ruptures (a and b), and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).